Event description:
A customer reported that the adc device would not power on with button or strip insertion. The customer obtained a result of 42 mg/dl from an unspecified meter, but experienced a seizure and loss of consciousness. The customer was seen by a healthcare professional who administered glucose for treatment of hypoglycemia and provided unspecified medication, however customer could not recall details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.